Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. Upon realising the elevated blood glucose level, the patient found the pod has detached, causing the pod's cannula to be dislodged from the infusion site (abdomen). As treatment, a new pod was applied.